Event description:
It was reported that the right ventricular lead and the implantable cardioverter defibrillator was explanted because the patient developed sepsis. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.